Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 530 mg/dl. Customer administered manual injections to address bg level.